Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged as the patient was a twiddler per additional information received from the field representative. A lead repositioning was attempted but was unsuccessful so the lead was replaced with a new lead a couple of days after. Further, there was difficulty removing this ra lead, thus, the lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.